Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous left posterior tibial artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. The device was initially inflated at 10 atmospheres in an unspecified duration. However on the second inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The physician removed the device intact and completed the procedure with a different device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).